Event description:
It was reported that the customer went into the emergency room with low blood glucose of 107mg/dl. It as stated that the customer removed the insulin pump for about two hours and the doctor would like the device running again. The nurse stated that the customer is legally blind in one of the eyes, and the wife requested a replacement. The nurse believes that his admission was due to high blood glucose because his glucose level was in the 500s mg/dl. Advised the nurse that troubleshooting should be performed to find if the insulin pump did not contribute to the event. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.